Manufacturer narrative:
As the event occurred on (B)(6) 2013, patient information is no longer available. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a case, the ventilator screen froze. The clinician switched to auxiliary oxygen and manually ventilated the patient while they swapped the unit. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and the reported complaint was confirmed. The logs were reviewed and multiple entries of a keypress being stuck on was noted. The keypad was replaced and the unit was returned to service. The keypad was not available for investigation. The exact root cause of the reported complaint cannot be determined without a sample.